Event description:
As reported: physician stated manta deployed in tissue track. Resulted in covered stent deployed in r cfa. Additional information on (B)(6) 2022: during the post angiogram, bleeding extract was detected in position verbalized "manta was deployed in the tissue track" there is no occlusion post angiogram just contrast extract was detected.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate bleeding at the access site post deployment, a stent located proximal to the access, radiopaque lock distal to the artery remediated by a stent. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a central positioned access. The arteriotomy was 7.8mm, with a depth measurement of 4.5cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, bleeding continued at the access site and during post-angiograms the physician mentioned the manta was deployed in the tissue tract. There are many potential causes for a tract deployment however, it is inconclusive for this event due to insufficient information regarding initial and deployment procedures, and patient conditions and environment. The IFU states the safety and effectiveness of the manta device has not been established in patient populations who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.